Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and suprarenal aortic extension on 14 aug 2013. It was observed that the aneurysm sac had grown from 5.2cm to almost 7cm during follow-up non-contrast imaging, which in turn caused a type 1b endoleak at the right common iliac. The physician completed a secondary case on 07 apr 2017 and extended the graft overlap, due to movement, by implanting an afx vela suprarenal and limb stent graft.

Event description:
Clarification: endologix became aware of a 1b endoleak, abdominal aortic aneurysm sac growth, and graft movement on 04 apr 2017 as reported by physician steve tyndall at nebraska heart hospital. The date of event is 04 apr 2017 based on non-contrast imaging, which showed sac growth from 5.2cm to 7cm and a 1b endoleak from the right common iliac due to the size in the area of the limb. The patient was originally implanted with an afx bifurcated stent graft and one (1) suprarenal aortic extension on 14 aug 2013 by the reporting physician. During re-intervention, the patient was treated by implanting an afx limb stent graft and one (1) afx vela suprarenal on 07 apr 2017 by physician steve tyndall.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: type ib endoleak of the right common iliac artery. There was unsubstantial evidence to support the following reported event: sac growth. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure-related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: date of event, date of report, PMA/510k. Clarification: event, device evaluated by MFR. Additional information: relevant tests/laboratory data, other relevant history. Add method code 36, 3336.